Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d9, e1, h3, h6.